Event description:
It was reported that a malfunction occurred on the pump. The customer did not report whether the issue caused their blood glucose level to exceed 500 mg/dl, leaving the impact unknown. Technical support provided assistance by guiding the customer through resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction occurred again.